Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection of the returned device did not identify any issues. A functional evaluation revealed there was error message of "device failed-please return" when turned on and the device operation failed to go past this error message and the root cause identified as a defective main board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the renasys go was turned on the device shown the "device failed, please return" error message. No case reported; therefore, there was no patient involvement.